Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (Secondary surgery, lens exchange, phacoemulsification). Claim# (B)(4).

Event description:
An article published in hindawi journal of ophthalmology was received on 06-jul-2018 that cited a clinical study, article titled 'two-year outcomes of vision implantable collamer lens with a central hole for correcting high myopia.' The article reports 1 eye lost one line of cdva. Reportedly, the loss of cdva was due to age-related cataract progression and was not due to the icl. The icl was explanted, phacoemulsification and iol was implanted. Attempts to obtain additional information have not been successful.